Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01058. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 8 months. Manufacturer's investigation conclusion: no vad related issues were reported. A correlation between the patient and the device cannot be conclusively determined. Death is listed in the hm3 instructions for use as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to an unknown cause. Additional information was requested, but was not provided.

Event description:
Additional information was received that the patient presented for management of acute hypoxic respiratory failure, renal failure, and supratherapeutic inr of 8.8. The patient had been admitted to another facility due to diarrhea and fluid loss. The patient was discharged to a long-term acute care hospital where the patient was found to have worsening orthopnea and progressive shortness of breath. The patient was given intravenous (IV) vitamin k for the elevated inr and was started on bumex before being transferred to another hospital for further management of heart failure. On arrival, the patient was intubated for acute hypoxic respiratory failure and noted to have minimal urine output despite being on lasix and "nesiritide" drip. The patient was changed to dnr with no continuous veno-venous hemofiltration (cvvh) or progression of care on (B)(6) 2019. The patient's ICD was turned off. The patient did not show significant improvement in renal function and continued to require dopamine for pressure support. Care was withdrawn on (B)(6) 2019 and the patient was transitioned to comfort care and was extubated. The patient expired on (B)(6) 2019 due to respiratory failure and cardiogenic shock.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.